Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation a visual inspection of the returned ruler confirmed the screw cap is broken on the device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.additional information: d3

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the screw of a ruler broke off. Surgery was resumed, without any delay, with the same device. Patient was not harmed as consequence of this problem.